Event description:
Boston scientific received information that this programmer did not work. The programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this programmer was thoroughly inspected and analyzed. Visual inspection of the product components identified that a portion of the power button was burned and melted. Further analysis determined that the root cause for this damage was related to a damaged capacitor that could not be repaired or replaced. This component was replaced which then resolved the issue, in addition, the housing bottom of the programmer was found cracked, most likely induced in the field. Laboratory analysis confirmed the reported clinical observation that the programmer was not working.